Event description:
No additional event information.

Manufacturer narrative:
This event has ben recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter was replaced and device disassembled and clearance adjusted and operation checked and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the ratchet handle is sticking and cannot move up or down before the surgery. No adverse events were reported as a result of this malfunction.